Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
Healthcare professional reported note was found on the pump that states, "not for patient use needs free flow clamp send pump in for service. Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Pump failed battery testing and had the battery replaced, as well as the free-flow clamp. Pump now performs to specification. Pump will be further investigated under CAPA # zm2022-05.

Event description:
On 10/5/2023, (B)(4) employee of intuvie, received an email from (B)(6) airport, and the following notes were documented: (B)(6) airport: (B)(6). No further details provided. Complaints are unknown. Unsure if patient involved. This is complaint 7 of 7. A note was found on the pump that states, "not for patient use needs free flow clamp send pump in for service".